Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the lead was explanted. Further information was requested but not received.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, only the connector portion of the lead was returned in one piece measuring 15.0 cm. Electrical testing that was able to be performed did not find any indication of conductor fractures or internal shorts. Unable to perform high voltage lead impedance test due to the ¿as received¿ condition of the lead. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that programming changes were made to deactivate the lead. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic, high, out of range high voltage lead impedance was observed. The physician elected not to perform any intervention. There were no patient consequences.